Manufacturer narrative:
Batch n15773 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lot. The visual inspection of retain samples included seven cartons, and the 42 pouches and the wraps inside. Inspection shows no obvious defects, to carton or pouches. There were no obvious defects observed in the 42 wraps inspected. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request investigation received at the albany site. Review of the batch device history record for this batch concluded all release requirements were met. Thermal data for the five day run reports and six day run reports all wraps met the required temperature specifications. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch that would cause a wrap to be too hot.

Event description:
Prominent burn blisters on the neck [burns second degree] , surrounded by approximately 2 cm oozing erythema [wound secretion] , surrounded by approximately 2 cm oozing erythema [erythema] , applied the neck heatwrap directly on the skin/thermacare application occurred from 08:00 am to 08:00 pm [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist), device lot# n15773, expiration date: jan2019 from an unspecified date for neck pain. The patient's medical history included heart disease, blood pressure, and thyroid. Concomitant medications included medications for blood pressure and thyroid. On (B)(6) 2017, the patient applied the neck heatwrap directly on the skin during the day and experienced prominent burn blisters on the neck. The pharmacist also reported the burn blisters on neck were surrounded by approximately 2 cm oozing erythema. Thermacare application occurred from 08:00 am to 08:00 pm. The events "prominent burn blisters on the neck" and "surrounded by approximately 2 cm oozing erythema" was treated with hydrocolloid patches. No surgery was needed and no long-term damage, e.g. Scarring expected. The action taken with thermacare heatwrap was permanently withdrawn on an unspecified date. Clinical outcome of the events "prominent burn blisters on the neck" and "surrounded by approximately 2 cm oozing erythema" was resolved on the same day ((B)(6) 2017). The outcome of the remaining event was unknown. According to the product quality complaint group: batch n15773 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lot. The visual inspection of retain samples included seven cartons, and the 42 pouches and the wraps inside. Inspection shows no obvious defects, to carton or pouches. There were no obvious defects observed in the 42 wraps inspected. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request investigation received at the albany site. Review of the batch device history record for this batch concluded all release requirements were met. Thermal data for the five day run reports and six day run reports all wraps met the required temperature specifications. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch that would cause a wrap to be too hot. Additional information has been requested and will be provided as it becomes available. Follow-up (15feb2017): new information received from the contactable pharmacist includes: patient data. Follow-up (21feb2017): new information received from the contactable pharmacist included patient age, relevant medical history, concomitant medications, product data (device lot#, expiration date, indication), reaction data (additional events of wound secretion, erythema, wrong technique in device usage process, onset date, treatment, outcomes). Follow-up (28feb2017): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the report of burn blisters on neck surrounded by oozing erythema as a result of incorrect use of suspect device described as 'applied the neck heatwrap directly on the skin' of this elderly patient are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the report of burn blisters on neck surrounded by oozing erythema as a result of incorrect use of suspect device described as 'applied the neck heatwrap directly on the skin' of this elderly patient are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Burn blister in neck [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced burn blister in neck. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burn blister in neck as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.. , comment: based on the information provided, the event of burn blister in neck as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device..

Event description:
Event verbatim [preferred term] prominent burn blisters on the neck [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient applied the neck heatwrap directly on the skin during the day and experienced prominent burn blisters on the neck. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (15feb2017): new information received from the contactable pharmacist includes: patient data. Company clinical evaluation comment: based on the information provided, the event of burn blister in neck as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Additional information has been requested and will be provided as it becomes available., comment: based on the information provided, the event of burn blister in neck as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device..

Event description:
Prominent burn blisters on the neck [burns second degree] , surrounded by approximately 2 cm oozing erythema [wound secretion] , surrounded by approximately 2 cm oozing erythema [erythema] , applied the neck heatwrap directly on the skin/thermacare application occurred from 08:00 am to 08:00 pm [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist), device lot# n15773, expiration date: jan2019 from an unspecified date for neck pain. The patient's medical history included heart disease, blood pressure, and thyroid and concomitant medications included medications for blood pressure and thyroid. On (B)(6) 2017, the patient applied the neck heatwrap directly on the skin during the day and experienced prominent burn blisters on the neck. The pharmacist also reported the burn blisters on neck were surrounded by approximately 2 cm oozing erythema. Thermacare application occurred from 08:00 am to 08:00 pm. The event was treated with hydrocolloid patches. No surgery was needed and no long-term damage, e.g. Scarring expected. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event burn blisters, 2 cm oozing erythema was resolved the same day and the outcome of the remaining event was unknown. The action taken with thermacare heatwrap was permanently withdrawn additional information has been requested and will be provided as it becomes available. Follow-up (15feb2017): new information received from the contactable pharmacist includes: patient data. Follow-up (21feb2017): new information received from the contactable pharmacist included patient age, relevant medical history, concomitant medications, product data (device lot#, expiration date, indication), reaction data (additional events of wound secretion, erythema, wrong technique in device usage process, onset date, treatment, outcomes). Company clinical evaluation comment: based on the information provided, the report of burn blisters on neck surrounded by oozing erythema as a result of incorrect use of suspect device described as 'applied the neck heatwrap directly on the skin' of this elderly patient are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the report of burn blisters on neck surrounded by oozing erythema as a result of incorrect use of suspect device described as 'applied the neck heatwrap directly on the skin' of this elderly patient are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.